Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the catheter appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The nodules on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out of the patient after the sutures had been removed. A customer reported sutures had been removed as normal protocol. And it was indicated that there were also bubbles on the silver ion sleeve but no signs of infection. A competitor's catheter was inserted to resolve the issue. There was no reported patient injury.